Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "improper shutdown" was reproduced. The device was tested with a known good battery and the problem was reproduced. A review of the event history log revealed ¿improper shutdown!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery contact pins on the rear case caused by fluid intrusion. The battery contact pins required cleaning to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had improper shutdown upon device power up. There was no patient involvement. No additional information is available.